Event description:
Procedure performed: appendix event description: the grasper repeatedly get caught on the bowel during surgery and thus cause injuries. Additional information received from company rep. Via email on 04feb2025: the grasper got caught at the proximal end of the padding. No injury. The intestine has become stuck at the proximal end of the padding (several times during surgery). Intervention: intestine shaken off the grasping patient status: no injury. Patient is good.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as no catching was observed on the grasper pads when the unit was used to grasp porcine bowel tissue. The event unit met current specifications and there were no visible non-conformances. It is possible that there are unknown clinical factors that could have contributed to the customer experience, including but not limited to various use cases by the surgeon or the patient state. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of the harm resulting from this event have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: appendix. Event description: the grasper repeatedly get caught on the bowel during surgery and thus cause injuries. Additional information received from company rep. Via email on 04feb25: the grasper got caught at the proximal end of the padding. No injury. The intestine has become stuck at the proximal end of the padding (several times during surgery). Intervention: intestine shaken off the grasping. Patient status: no injury. Patient is good.